Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported the battery life has significantly decreased and they are not sure how long they have to charge the implant. Patient asked if there is something that can be done to adjust the stimulator or if the battery needs to be replaced. Patient stated they have met with several different manufacturer representatives (rep) in the years ago for adjustment but they are not sure who is the rep now. Patient stated they think the leads come loose. Agent asked clarifying questions and patient did not answer. Patient service reviewed reps role and recommend patient consult with healthcare provider office for next steps. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.